Event description:
It was reported that the inflatable penile prosthesis (ipp) does not deflate. A clicking sound is heard when the deflation button is pressed. Additional troubleshooting measures were taken in office, but the ipp would not deflate. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.